Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned with a detachment system used in procedure. Visual and microscopic inspection of the device found the proximal contact and delivery wire were kinked, likely the result of handing damage. Additionally, the suture was damaged and the main coil was kinked, stretched and broken. Functional testing could not be performed due to the condition of the returned device. Additional information provided in the complaint confirmed the coil was inspected and confirmed to be in good condition prior to the procedure and indicated intermittent flush was used. Per the device directions for use (dfu), ¿warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ as such, an assignable cause of user error was assigned to this investigation as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned device found that the main coil was broken. There was no clinical consequence to the patient due to this event.